Manufacturer narrative:
The product was returned. Blood and solution are dried on the lens. Broken/ torn and bent haptics were observed. The optic has damage from being replaced incorrectly in the case for return. Product history records were reviewed and the documentation indicated the product met release criteria. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution, blood and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, the trailing haptic was broken. The lens was then removed from the eye, resulting in additional surgical trauma. A backup lens was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Initial reporter. Zip code is not indicated at this time. (B)(4).